Event description:
It was reported that a spectrum pump has air-in-line messages in the history log. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of air-in-line alarms in the history log which were not reproduced. Air-in-line alarms were confirmed through review of the event history log. During a physical inspection of the device cracks were found in the upstream sensor contact pins. The failed upstream sensor was replaced. Additional information:(crack).